Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflamed uterus") and pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2009 to 2012. Concomitant products included paracetamol (tylenol) since 2013 and promethazine (phenergan) from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and abdominal pain ("pain: right side of the abdomen"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"), abdominal distension ("bloating") and complication of device insertion ("could only place right essure device in right fallopian tube, could not find left to insert device"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)) and surgery (total hysterectomy(uterus and cervix removed) ). Essure was removed. At the time of the report, the uterine inflammation, hypersensitivity, menstrual disorder, migraine, depression, anxiety, allergy to metals, dysmenorrhoea and complication of device insertion outcome was unknown and the pelvic pain, headache, nausea, abdominal pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, complication of device insertion, depression, dysmenorrhoea, headache, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain and uterine inflammation to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Per plaintiff fact sheet: she did not had essure (or any part of the device) removed. Per medical record: unable to place essure left side. Attempt x2 difficulty secondary to very lateral. Insertion details: procedure: the hysteroscope was introduced into the uterine. Cavity without difficulty and both tubal ostia where visualized, essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. All instruments were removed after hemostasis was found to be adequate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Most recent follow-up information incorporated above includes: on 27-jul-2018: the case is incident. Reporter information was added. This case concerns (B)(6) patient. Her historical medication was added. Essure indication was added. Essure lot number was added. Essure insertion date was updated. Essure was ongoing at the time of the report. Her concomitant medication was added. Per plaintiff fact following events: inflamed uterus, headaches, depression, mental anguish, nickel allergy, dysmenorrhea (cramping), nausea, pain: right side of the abdomen, bloating and could only place right essure device in right fallopian tube, could not find left to insert device) were added. She was recovering from events: nausea, bloating, abdominal pain, headaches and pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflamed uterus") and pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2009 to 2012. Concomitant products included paracetamol (tylenol) since 2013 and promethazine (phenergan) from 2014 to 2017. On (B)(4) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and abdominal pain ("pain: right side of the abdomen"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"), abdominal distension ("bloating") and complication of device insertion ("could only place right essure device in right fallopian tube, could not find left to insert device"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)) and surgery (total hysterectomy(uterus and cervix removed) ). Essure was removed. At the time of the report, the uterine inflammation, hypersensitivity, menstrual disorder, migraine, depression, anxiety, allergy to metals, dysmenorrhoea and complication of device insertion outcome was unknown and the pelvic pain, headache, nausea, abdominal pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, complication of device insertion, depression, dysmenorrhoea, headache, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain and uterine inflammation to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Per plaintiff fact sheet: she did not had essure (or any part of the device) removed. Per medical record: unable to place essure left side. Attempt x2 difficulty secondary to very lateral. Insertion details: procedure: the hysteroscope was introduced into the uterine. Cavity without difficulty and both tubal ostia where visualized, essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. All instruments were removed after hemostasis was found to be adequate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ("inflamed uterus") and pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's previously administered products included for contraception: mirena from 2009 to 2012. Concomitant products included paracetamol (tylenol) since 2013 and promethazine (phenergan) from 2014 to 2017. On 25-jan-2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: right side of the abdomen"). On 1-apr-2013, 2 months 7 days after insertion of essure, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue") and complication of device insertion ("could only place right essure device in right fallopian tube, could not find left to insert device"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)bilateral salpingectomy) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on 16-oct-2017. At the time of the report, the uterine inflammation, hypersensitivity, menstrual disorder, migraine, depression, anxiety, allergy to metals, dysmenorrhoea, complication of device insertion, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown and the pelvic pain, headache, nausea, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Per plaintiff fact sheet: she did not had essure (or any part of the device) removed. Per medical record: unable to place essure left side. Attempt x2 difficulty secondary to very lateral. The hysteroscope was introduced into the uterine. Cavity without difficulty and both tubal ostia where visualized, essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. All instruments were removed after hemostasis was found to be adequate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on 1-feb-2013: confirmed essure device was successfully occluded ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received: reporter's information updated, essure removal date added, events added - vaginal haemorrhage, menorrhagia, dyspareunia and device monitoring procedure not performed. Events onset date and severity added, events outcome updated. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflamed uterus') and pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included caesarean section (2 c section), uterine rupture, vaginal delivery, uterine fibroids and pelvic adhesions. Previously administered products included for contraception: mirena from 2009 to 2012. Concomitant products included paracetamol (tylenol) since 2013 and promethazine from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: right side of the abdomen"). On (B)(6) 2013, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression/psych injury"), anxiety ("mental anguish"), nausea ("nausea"), abdominal distension ("bloating"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia"), 2 months 7 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issue") and complication of device insertion ("could only place right essure device in right fallopian tube, could not find left to insert device"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed) and total hysterectomy(uterus and cervix removed)bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine inflammation, menstrual disorder, migraine, depression, anxiety, allergy to metals, dysmenorrhoea, complication of device insertion and dyspareunia outcome was unknown and the pelvic pain, hypersensitivity, headache, nausea, abdominal pain, abdominal distension, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Per plaintiff fact sheet: she did not had essure (or any part of the device) removed. Per medical record: unable to place essure left side. Attempt x2 difficulty secondary to very lateral. Insertion details: procedure: the hysteroscope was introduced into the uterine. Cavity without difficulty and both tubal ostia where visualized, essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. All instruments were removed after hemostasis was found to be adequate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflamed uterus') and pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included caesarean section (2 c section), uterine rupture, vaginal delivery, uterine fibroids and pelvic adhesions. Previously administered products included for contraception: mirena from 2009 to 2012. Concomitant products included paracetamol (tylenol) since 2013 and promethazine from 2014 to 2017. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: right side of the abdomen"). On (B)(6)2013, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression/psych injury"), anxiety ("mental anguish"), nausea ("nausea"), abdominal distension ("bloating"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia"), 2 months 7 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issue") and complication of device insertion ("could only place right essure device in right fallopian tube, could not find left to insert device"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed) and total hysterectomy(uterus and cervix removed)bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine inflammation, menstrual disorder, migraine, depression, anxiety, allergy to metals, dysmenorrhoea, complication of device insertion and dyspareunia outcome was unknown and the pelvic pain, hypersensitivity, headache, nausea, abdominal pain, abdominal distension, heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Per plaintiff fact sheet: she did not had essure (or any part of the device) removed. Per medical record: unable to place essure left side. Attempt x2 difficulty secondary to very lateral. Insertion details: procedure: the hysteroscope was introduced into the uterine. Cavity without difficulty and both tubal ostia where visualized, essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. All instruments were removed after hemostasis was found to be adequate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2013: results: confirmed essure device was succesfully occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Lot number: a63340 manufacturing date: 2012-10 expiration date: 2015-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflamed uterus') and pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's previously administered products included for contraception: mirena from 2009 to 2012. Concomitant products included paracetamol (tylenol) since 2013 and promethazine from 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: right side of the abdomen"). On (B)(6) 2013, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression/psych injury"), anxiety ("mental anguish"), nausea ("nausea"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia"), 2 months 7 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual issue") and complication of device insertion ("could only place right essure device in right fallopian tube, could not find left to insert device"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed) and total hysterectomy(uterus and cervix removed)bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine inflammation, menstrual disorder, migraine, depression, anxiety, allergy to metals, dysmenorrhoea, complication of device insertion and dyspareunia outcome was unknown and the pelvic pain, hypersensitivity, headache, nausea, abdominal pain, abdominal distension, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Per plaintiff fact sheet: she did not had essure (or any part of the device) removed. Per medical record: unable to place essure left side. Attempt x2 difficulty secondary to very lateral. Insertion details: procedure: the hysteroscope was introduced into the uterine. Cavity without difficulty and both tubal ostia where visualized, essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. All instruments were removed after hemostasis was found to be adequate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed essure device was succesfully occluded. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device difficult to use." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ pelvic pain, vaginal bleeding, hypersensitivity and menorrhagia¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.